Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. On (B)(6) 2011, pt got a nosebleed that sent him to the hosp. Pt's therapeutic range: 2.5-3.5 inr.